Event description:
It was reported the patient experienced ineffective coverage as the scs lead had migrated. Surgical intervention was taken to explant and replace the lead. Reportedly the patient is "doing well".

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.